Event description:
The customer reported that the device did not work, power failure symptoms. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported that the device did not work, power failure symptoms. No pt involvement was reported. The device was eval by a philips field service engineer. The processor pca was replaced to resolve the issue.